Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that their blood sugar would drop when on the stationary bike. There was no indication that the product caused or contributed to an adverse event. The owner¿s booklet instructs the user to not expose the pump to very strong electromagnetic fields because those strong magnetic fields can re-magnetize the portion of the motor that regulates insulin delivery. This complaint is being reported because it was unknown whether or not the alleged issue had an impact on insulin delivery.